Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a torn membrane and exhibited a frequent occlusion. The fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
UDI number one device was returned for evaluation. Visual inspection revealed a worn upstream occlusion (uso) seal and scratched lens. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the downstream occlusion (dso) seal was torn. The most probable cause was determined to be damage to the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.